Manufacturer narrative:
(B)(4). Batch # r92n42. Investigation summary: the device was returned with the tissue pad damaged, and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. Furthermore, the instrument was received with the blade scratched and cracked. The device was connected to a gen11 and, during functional testing, an alert screen was displayed. The blade broke off during the analysis. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during and unknown procedure, the white pad of the device's jaw fell off of the device. Since it happened only after a few activations, the scrub nurse reported the complaint. Surgeon used new device to close the case, and there was no adverse effect for the patient that has been reported so far.